Manufacturer narrative:
Additional narrative: this report is for an unknown ao universal spine system. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: langen, h., et. Al., (2008), late erosion of the aorta after dorsal-ventral care of a l1 fracture with prominent chip position, european journal of trauma and emergency surgery, 34, 302-304 ((B)(4)). This cast report followed a patient with a c2 arch fracture, a discoligamentous instability at c7-th1, multiple rib fractures 2¿4 (right) and 4¿5 (left), a distal fracture of the radial bone right, and fractures of the clavicle ambilateral as well as an l1 fracture. All of the other fractures were stabilized with unknown devices and the l1 fracture was stabilized using the ao universal spine system. On the ninth day postoperatively the wound presented with an infection. During this revision an infected implant was found. Due to this a change in the method from internal fixator to external fixator was conducted. In the following, the patient suffered a septic pneumonia with multiple pleural effusions puncture worthy and a systemic septic course. On (B)(6), ventral stabilization was accomplished from the left side by bolting in a tricortical chip and locking with an angle-stable implant in the spinal column with the telefix system. There were other complications listed however, it wasn¿t related to our device. This is report 1 of 1 for (B)(4). This complaint involves 1 device.